Event description:
A news report published by (B)(4) covered a patient that had rib fractures repaired with a competitor product. However, when the report showed a post-op patient x-ray, presumably the patient in the story, the product shown was ribloc. In that x-ray, one 61mm plate is broken. It appears that the news station showed the x-ray of a different patient. The report focused on the positive outcome of the patient and no patient harm or mention of a broken plate was noted.

Manufacturer narrative:
The sales rep responsible for the utah region stated that he remembered working with the surgeon featured in the news report. He stated that the surgeon had used ribloc and that he had a plate break. The sales rep had followed up with the surgeon who was not sure why the plate had broken. The surgeon noted that a second surgery was not required because the rib had healed despite the broken plate. This report is being submitted in an abundance of caution even though there was no evidence of patient harm.